Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is having discomfort at the ipg site when he sleeps. The pt also has other medical conditions which make it difficult for him to operate his scs system programmer and he is considering having his scs system removed. Surgical intervention may be undertaken to address the issues.